Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer stated that the cleaning and disinfection procedure has been performed according to the instructions for use (IFU). The device was returned to livanova (B)(4) on (B)(6) 2017 to undergo deep disinfection. The deep disinfection process was completed and samples taken following the process showed 0 cfu/ml. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.

Manufacturer narrative:
Is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication, livanova (B)(4) learned that the device was placed within the operating room during use with the fan positioned away from the patient field. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera contamination during maintenance. There is no known patient involvement.